Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device has been returned for analysis. The catheter shell body was detached on the return of the device back to site for analysis. An attempt was made to wet test the rotablator plus unit device. Saline leaked approximately 20cm from the strain relief of the catheter sheath. It was not possible to wet test the catheter device due to the saline leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on the results of the investigation no further escalation is required. There were no new or unanticipated failure modes or serious quality issues. The most probable root cause has been determined to be use/user error as the dfu states ¿if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve¿. (B)(4).

Event description:
It was reported that a saline leak occurred. A 1.50mm rotalink plus was selected to treat the lesion. During preparation, the physician noted that there was a leak in the outer sheath of the catheter. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a saline leak occurred. A 1.50mm rotalink¿ plus was selected to treat the lesion. During preparation, the physician noted that there was a leak in the outer sheath of the catheter. The procedure was completed with another of the same device. There were no patient complications reported.